Event description:
Customer reports lancet protrudes from the cap of the multiclix device (unk if before or after firing). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.